Event description:
It was reported that there were telemetry issues and the patient was in overdischarge due to noncompliance. It was noted that it was the third overdischarge event. It was further reported that the patient was going to be scheduled for a replacement with a non-rechargeable device, as the patient claimed she needed the spinal cord stimulation (scs) therapy. It was noted that the patient had no stimulation. The patient was informed by the healthcare professional that her battery was mostly likely expired and would not hold a charge.

Event description:
Additional information stated that patient¿s implantable neurostimulator (ins) was replaced because it ¿would not work.¿ it was noted the patient had been instructed by their cardiologist a year earlier to quit using their therapy because ¿he could not find out what was wrong with the patient.¿ it was stated it was eventually discovered the patient had ¿three clogged blood vessels¿ that were ¿unplugged¿ via surgery. At that point it was noted the patient tried to use their stimulation therapy and it ¿would not work.¿ it was stated ¿they decided to replace the unit in (B)(6) 2013 because the stimulation went dead and would not work.¿ it was noted the patient¿s ins was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Concomitant product: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger. (B)(4).